Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep states he met with the patient yesterday and his leads have migrated at least several vertebral bodies and are starting to back out of the epidural space. The patient reported they are no longer receiving stimulation and wanted it re-programmed because it was not providing therapy. Patient was implanted in august, however rep was unsure when this began. Email sent to rep to obtain implant information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-feb-05: additional information was received from the manufacturer representative (rep). The rep stated the account was going to submit for a lead revision. No surgery date had been scheduled. (B)(6) 2026: information was received from an hcp regarding an implantable neurostimulator. The reason for call was caller states the patient said the leads got pulled out of the stimulator and they are going to have a revision done. The caller did not know if this was reported or not or if the pt has had the revision yet. The patient did not indicate when the leads moved or got disconnected. Caller will call back with update. Caller stated patient was told by rep they didn't need their programmer for MRI. Caller stated patient is having issues with device and specifically the lead tips had migrated right after implant and the ins was turned off because patient wasn't getting any pain relief. Tss reviewed use of MRI mode or eligibility form and that depending on if leads had migrated, this may affect MRI eligibility. Tss emailed reps.

Manufacturer narrative:
Serial# (B)(6), implanted: (B)(6) 2025, explanted: product type lead product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025, explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was recently diagnosed with renal cancer and is focusing on treatment. He is not concerned with his stimulator at the moment. No future surgery dates have been set.